Event description:
It was reported that pump unexpectedly shut down and required connection to power source in order to turn back on. There was no reported adverse impact to the customer¿s blood glucose level. Customer was able to upload pump data, received education that insulin on board and maximum hourly bolus was reset to zero, cgm sessions had to be manually restarted, and cartridge had to be reloaded anytime pump turned off or was reset, and customer acknowledged this information.